Event description:
This is filed to report partial clip movement. It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr) and a bloated anterior mitral leaflet (aml) on a2. The first mitraclip was successfully implanted on a2/p2. The mr was reduced to grade 3. To further reduce the mr, an xtw clip was selected to be implanted lateral to the first clip. The xtw was placed with no issues, but was repositioned more lateral to the initial grasp. As the grasp was released to reposition, a hole was visible in the aml. The xtw was then repositioned on intact tissue of the aml. There was a known risk of a possible single leaflet device attachment (slda), given the condition of the aml. Post-deployment, the xtw clip tilted, due to the minimal support of the defective aml. The mr was reduce to grade 3. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migration of partial clip movement (clip titled) appears to be related to patient morphology/pathology. The reported tissue injury (hole on aml) appears to be related to procedural condition. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional clip was implanted to the report issue. There is no indication of a product issue with respect to manufacture, design or labeling.na.